Manufacturer narrative:
A beckman coulter field service engineer (fse) determined that the ups caught fire when the hospital's generator turned on. The coulter lh 500 hematology analyzer was not affected by the fire. The ups powervar will be returned to beckman coulter, inc for evaluation. On (B)(4) 2012, the ups was replaced.(B)(4).

Event description:
Customer report a potential hazard when the ups (uninterrupted power source) powervar of the coulter lh 500 hematology analyzer caught on fire. The fire alarm was activated and the area evacuated. The laboratory personnel used a fire extinguisher to put out the fire. The fire department arrived and inspected the laboratory and allowed personnel to reenter the laboratory. One operator was slightly burned, and was seen by a doctor. The operator completed her shift, and any form of treatment is unknown. As of (B)(6) 2012, the operator was fine and the burn was superficial. There were no serious injuries reported. There were no reports of death, serious injury, or affect to operator safety associated with this event.

Manufacturer narrative:
The original submission indicated that "the ups powervar will be returned to beckman coulter, inc for evaluation." Since the date of MDR filing, the returned part was evaluated by beckman coulter inc. Beckman coulter inc. Evaluation of the returned part indicated that point of failure damage was extensive. The fire occurred at the point of connection of the batteries to the printed circuit board. Evidence of a fire was confirmed however the root cause of the fire is unknown.